Manufacturer narrative:
Clarification to d9.: date is when device photo was received. Photo analysis: it is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Rupture: not observed. Cyst: unable to observe, as it is not related to the device. No additional observations are performed.

Event description:
Physician reported, right side prosthesis "broken". The device has been explanted.

Manufacturer narrative:
Cont e1: phone number- (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: prosthesis "broken".

Event description:
Physician reported, right side prosthesis "broken". Device remains implanted.

Event description:
The device has been explanted.